Manufacturer narrative:
Bad connection of the foot motor cable connector at coil cord molex pin.

Event description:
It was reported by service report that the foot-end lift motor would not lower. It is unknown if there was patient involvement. However, no adverse consequences were reported.